Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated a power error. During troubleshooting on-site, the service engineer checked with another dc/dc & standard connectors printed circuit board (pcb) and o2 gas module according to the recommendations in the service manual, but the power error persisted. After the pneumatic back-plane pcb was replaced, the ventilator worked as expected and was returned to the customer after passed tests. No part or device logs were returned for investigation despite reminders. The conclusion is that the interconnecting pneumatic back-plane pcb was defective. As no part was returned for investigation, the root cause could not be determined.

Event description:
It was reported that the ventilator generated a power error. There was no patient harm. Manufacturer ref.#: (B)(4).